Manufacturer narrative:
Corrected, d4. Model #. H7, h9: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed with message air in line needs to be primed displayed on screen. The pump was connected to a patient when the error or event occurred. A continuous infusion rate of 2.4 ml per hour had been programmed, with a total reservoir volume of 110 ml and reservoir was empty. The pump was used to prime the extension tubing. There was patient involvement, and no patient harm reported.